Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported by the distributor that, "the customer stated that the side of the pack that was supposed to be machine sealed was not which makes the item no longer sterile." There was no reported injury. No additional information received.